Event description:
It was reported that while stimulation was turned on, the stimulation was intermittent. There was no known accident or incident related to the event. The pt was seen in the clinic. Movement caused stimulation changes. Impedances were >3600 ohms on electrode 2, 6, and 7. The device was reprogrammed around the three non-function electrodes. This did not resolve the intermittent stimulation issue. The doctor felt an x-ray would not really reveal whether or not the lead was fractured. Lead revision was being considered.

Manufacturer narrative:
(B) (4).